Event description:
Additional information was received that patient underwent lead revision. No obvious fractures were identified on old lead. After revision, the lead impedance was within normal range. The explanted device will not be returned per hospital policy. Device history records were reviewed for the lead and the device passed all functional specifications and quality tests and were sterilized prior to distribution. No additional relevant information has been received to date.

Event description:
Physician reported that the patient dropped his magnet on the device and no longer felt stimulation since the event. Patient presented with high impedance after the event. The device was disabled and the patient was sent for x-rays. X-ray images with anterior and posterior and lateral views of the chest and anterior and posterior and lateral c-spine views were received and reviewed for the patient. The generator was located in the upper left chest area. The connector pin of the lead appeared to be fully inserted inside the connector block. The feedthrough wires appeared to be intact. No apparent sharp angles or gross fractures were observed in the visible portion of the lead. A portion of the lead was routed behind the generator and thus could not be assessed. The lead wires appeared to be intact at the connector pin. Based on the x-rays received, the cause for the high impedance/lead fracture could not be determined. Note that a fracture/discontinuity in the portion of the lead unable to be assessed cannot be ruled out at this time. No known surgical intervention has occurred to date. No other relevant information has been received to date.